Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 567 mg/dl with trace ketones and abdominal pain associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that there were missing bolus records. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 10-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: a review of the basal change history showed the basal delivery totals showed the total daily dose black box totals matched. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user. No evidence of delivery malfunctions were observed. The pump passed delivery accuracy testing, and was found to be delivering within the required specifications. The basal deliveries were performed during testing, and were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.